Event description:
An error would not allow the pump to run. The tubing was checked and it was determined not to be a tubing issue. Caused delay in therapy

Event description:
An error would not allow the pump to run. The tubing was checked and it was determined not to be a tubing issue. Caused delay in therapy.